Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose reached 700 mg/dl. Customer had treated their blood glucose with a manual injection. It was also found the customer was feeling nauseous due to their high blood glucose. Troubleshooting found the customer had a no delivery alarm in their alarm history. Customer stated their insulin pump did not alarm no delivery after performing a five unit fixed prime. It was also found the customer had a bent cannula after removing their infusion set. Advised the customer to change out their entire infusion set, reservoir, and insulin. The customer was also informed their insulin pump was working as designed. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.